Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the initial procedure? When did the issue occurred? Did the surgery was completed successfully? What was used to complete the surgery? Please confirm how many devices were involved? What is the lot number? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the needle popped off the suture immediately upon loading on a needle driver. There were no adverse patient consequences reported. Additional information was requested.